Manufacturer narrative:
Conclusion: the product was implanted in the patient and was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellar artery (sca) using a penumbra coil 400. During the procedure, the coil unintentionally detached inside the catheter. The physician used a 0.018" guidewire to advance and deploy the detached coil into the aneurysm. There was no report of an adverse effect on the patient.